Manufacturer narrative:
The collimator for the imaging system was returned to the manufacturer for evaluation. Testing found that the collimator motors were grinding and that there were dents on the lead plates. The rotor control box has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported event. "Error initializing collimator" error appears on pendant. The representative replaced the collimator. The representative returned at later date and replaced the rotor motion controller. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer.

Event description:
A site representative reported that, while outside of a procedure the imaging system experienced a collimator error. The system was down. There was no patient present when this issue was identified. No additional information provided.